Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set assembly (short) leaked from an unknown location. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.